Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e22 - motorpack error" was generated by the aquabeam robotic system. The error message could not be cleared during troubleshooting steps; therefore, the treating physician replaced the aquabeam handpiece to successfully complete the aquablation procedure. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece was returned to procept for investigation; however, the device was misplaced in-house and could not be found; therefore, no further testing was possible. A corrective action and prevent action (CAPA) has been initiated to adress this issue, which will determine appropriate preventive actions to avoid recurrence of the issue. Should the device be found in the future, then a supplemental report with details of the investigation will be submitted. A review of the log file confirmed the reported e22 - motorpack error persisted after the aquabeam handpiece and aquabeam motorpack were connected; the issue was resolved after reconnecting both devices twice and the aquablation procedure was continued through sucessful completion. A review of the device history record (DHR) for serial number (B)(6) and lot number 20c00136 for the aquabeam handpiece were performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and the aquabeam handpiece met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00, rev. F, was reviewed and states the following: table 5: system detected errors and faults e22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported e22 - motorpack error could not be determined due to the inability to physically investigate the aquabeam handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.